Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, the device was in backup vvi reset mode. A device download was performed successfully and device was restored to normal operation.